Manufacturer narrative:
Testing of actual/suspected device: (10/213). The getinge field service engineer (fse) who encountered the issue replaced the solenoid driver board. All functional and safety tests were passed to meet factory specifications. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that during a routine check performed by a getinge field service engineer (fse) the cs300 intra-aortic balloon pump (iabp) will not power on. The fse indicated that the iabp is located in a getinge storage facility and not being used in a hospital. There was no patient involvement and no adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h6(investigation type, investigation findings & investigation conclusions), h10, h11corrected fields: d5, e2, e3, g1(contact person), h4

Manufacturer narrative:
It was later reported that this unit is a service loan unit and has been cleared for clinical use if required. It is stored (ready for hire / loan use) in a getinge office.

Event description:
N/a